Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the patient that incision of two abscesses at old infusion sites. No further information was available.